Event description:
During a surgical procedure (resection of prostate) the boston scientific cutting loop electrode broke.

Manufacturer narrative:
Based on the info and product sample provided by customer/distributor - boston scientific corp on (B)(6) 2013, we attempted to test / evaluate the product sample, however, it was not possible due to condition of the sample (bent and distorted). As a result, we investigated the retained sample of the of cutting loop electrode from the same manufacturing lot to duplicate the failure mode in the laboratory. The lab test conducted on (B)(6) 2013, did not exhibit any sign of failure at maximum power of 300 watts "pure" cutting power. The review of the manufacturing work order and test data for mfg lot # 0912013 also did not show any non conformance during sub assembly or final assembly operations. The 100% inspection and functional testing report for the manufacturing lot also demonstrated that the product met all of the specifications.